Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain around the pocket site and electively had the device explanted and replaced with a transvenous system. Additional information was received years later by this patient that this s-ICD was not staying in place in their ribs and that the pocket was shifting which was causing them a lot of pain. Ultimately the transvenous device system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain around the pocket site and electively had the device explanted and replaced with a transvenous system. Additional information was received years later by this patient that this s-ICD was not staying in place in their ribs and that the pocket was shifting which was causing them a lot of pain. Ultimately the transvenous device system was implanted. No additional adverse patient effects were reported.